Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D4: lot number unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at an unknown tooth site had a fractured screw. The implant remains in place in the patient's mouth.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: b2 outcome attributed to adverse event required was originally submitted as a product problem that required intervention. The correct outcome attributed to adverse event required is only a malfunction. The following sections are being reported: b2: outcome attributed to adverse event required was updated. B4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111, 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record review, and risk management file. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: h6 methods codes were previously submitted as 4111 and 4114. The correct methods codes should be 4111, 4114 and 4109. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation codes were added: 4111, 4114, 4109. H10: narrative/data was updated.